Event description:
It was reported there was physical damage, broken atrial and ventricle ports, and internal damage. The biomed tried to repair, but too much internal damage. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken and heart lead flex connector was damaged. Analysis also found the upper case, lower case, lead flex cover, and battery drawer are broken. Battery release is contaminated, battery contacts are compressed, the ring is bent, and one side bail is bent. It is noted there is evidence of non medtronic person disassembling and reassembling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.